Event description:
Additional information was received from the manufacturer representative (rep) indicating that they did not have any information regarding the reported infection. It was noted that the patient was seen on (B)(6) 2015 and they had 100% pain relief and swelling was noted but nothing out of the ordinary. The patient had an appointment for (B)(6) 2015 but the patient did not come to it so it was rescheduled for (B)(6) 2015. It was later noted that the rep was not at the (B)(6) appointment and that they did not have further information. No interventions or outcome were reported regarding this event. The device serial number was unknown. Follow-up was conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional informational information was received from the rep indicating that the patient was seen on the (B)(6). The pat ient had great coverage on their lower back and legs. The patient loved the system. The sensor was activated and adjusted. The patient was thankful for the support. It was not thought that the infection was severe to indicate an issue. The rep indicated that they had no further information to provide. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).

Event description:
The consumer reported an infection. He reported that his incisional wound was opened and he had experienced swelling, drainage and pain at the implantable neurostimulator (ins) site. He stated that the incision on his upper back had healed but the incision over the ins was still open and was leaking yellow puss. The ins was working very well for him and he was getting 60% of relief. The patient stated that the nurse took a sample of the virus but he did not know what the strain was and he thought it may be (B)(6). The infection had not been confirmed. The patient noted that before the trail they gave him antibiotic, but for the ins surgery they did not give him any antibiotics. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.